Manufacturer narrative:
Manufacture reference number: (B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy case, the attending surgeon requested a manual handle and reload. Upon firing, the surgeon noticed that the reload had misfired and staples were malformed. The stapler was removed from the field. The surgeon fired additional reload to the left of the previous staple line to correct the condition, which caused unanticipated tissue loss. No other adverse events were reported.

Manufacturer narrative:
(B)(4). Evaluation summary pending investigation conclusion.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual inspection of the cartridge revealed that the loading unit was partially fired. The loading unit had damage to the cutting edge of the knife blade noted during microscopic inspection. The loading unit was loaded into a post market vigilance instrument for functional testing. The loading unit was applied to test media with proper transection and staple formation. Functional testing confirmed the safety interlock feature successfully prevented the loading unit from cycling again. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.